Manufacturer narrative:
Patient date of birth unavailable. The elca device was returned to the manufacturer and evaluated on (B)(6) 2019. Pictures of device tip: no damaged epoxy and only one dead fiber was present. Pictures of marker band: no damage detected to the distal tip marker band. This event is determined to be use related as physician was lasing in contrast medium, and the IFU for the elca device, 12.2 clinical technique, 8.b., states: flush all residual contrast media from the lasing site and vascular structures adjacent to the lasing site, prior to activating the cvx-300 laser system.

Event description:
During a coronary vascular intervention procedure to treat a slightly calcified plaque lesion within the mid left anterior descending (lad) artery, a spectranetics elca device was in use. During use, the device''s marker band reportedly detached from the device. Physician was lasing in contrast medium when the event occurred. The device's marker band was retrieved with balloon. A balloon was used to complete the procedure with no reported patient harm.